Event description:
Reporter called to notify the FDA that she experienced an adverse event with the continuous positive airway pressure (CPAP) mask that was provided by philips-respironics to treat her apnea. She has been using the amara mask for approximately five years. She very recently learned that the mask has been recalled by philips due to a safety issue with magnets in the mask. Over the course of five years, she developed periodontal disease where the magnets in the mask have interacted with the crowned- and metal-filled teeth that lay just below the magnets in the mask. Reporter stated that she was never informed about the recall and kept using the mask with the magnets. When she learned of the recall, she informed philips-respironics and subsequently removed the magnets from the mask so that she could continue with CPAP treatment. The mask works fine without the magnets but she is now dealing with periodontal disease.